Event description:
Hospital reported, dopamine drip rate suddenly surged several times during infusion. Heart rate increased from 140's to 190's and systolic bp increased from 80's to 160's despite patient being fully sedated. Unidentified prn sedation given with little change in vital signs. Infusion immediately switched to new pump system and pump module, and there were no further problems. Event log review showed device had been infusing since 7am at rate of 0.6637 ml/hr till channel stopped at 3:14 pm. Data showed no obvious programming issue. Repeated requests made to facility and contract biomed service for device to be returned for functional analysis. No response to multiple requests. Will continue to contact facility to request device be sent for evaluation.